Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper line break and complete clip detachment requiring surgery. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) grade of 4. The first clip was deployed. The second clip delivery system (cds 90221u212) was advanced to the mitral valve and the clip was deployed with good mr reduction. The gripper line was thought to be removed, and then the cds and guide were removed. Outside the patient anatomy, it was noted that the gripper line was sticking out of the sgc, and it was suspected that the gripper line broke during removal. Fluoroscopy was performed and it was found that the second clip was completely detached from the leaflets and had embolized to the right femoral vein near the groin. The mr had returned to 4. A snare device was used to retrieve the clip and the patient was transferred to mitral valve replacement surgery for treatment. A clinically significant delay in the procedure was noted. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated and the reported gripper line break and detachment of device or device component could not be tested due to the condition of the returned device as the clip and the gripper line were not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Lastly, a review of the complaint history identified no other similar incidents from this lot. All available information was investigated, and a definitive cause for the reported gripper line break and complete clip detachment (ccd) could not be determined in this incident. However, the reported embolism, foreign body in patient and additional therapy/non-surgical treatment were due to case procedural circumstances as the clip completely detached from the leaflets and embolized to the right femoral vein near the groin and a snare was used to retrieve the clip. The recurrent mitral regurgitation (mr) appears to be the cascading effect of the reported ccd. The reported patient effect/adverse event of emboli (mitraclip), foreign body in patient and worsening mr are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.